Event description:
The subject device was used during an uncertain procedure. After short time use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). Omsc received only photos of the device and omsc confirmed that the ptfe pad was peeled from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the photos of the device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.